Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) alarmed system failure 14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor. The fse replaced the pressure tube, vacuum tube, and muffler, as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 rev a; sn: (B)(6) dtech compressor scroll. This part was received with a reported unit failure message of system failure 14. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed compressor scroll into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Heard abnormal noise from the compressor scroll as soon as cardiosave test fixture turned on. Due to cardiosave safety, the fat dept. Cannot be investigated further for this compressor scroll. However, the fat dept. Could not see failure code 14. Compressor scroll failed testing. Retaining compressor scroll in the fat dept. Per procedure.